Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs system was explanted because the pt needed to have an MRI done. F/u info identified the pt's system stopped working approximately one yr after it was implanted. The pt stated reprogramming was attempted unsuccessfully.